Event description:
The facility reported a pump with "broken. Machine has turned itself on and off 443 times in event history". It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.the software version for this device is currently not known.

Manufacturer narrative:
(B) (4)the device has not yet been received for unintended shutdown. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00349, #3005099803-2010-00350, and #3005099803-2010-00351 for a description of the other devices. It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, when they attempted to deploy the clips, all four would not open. They used a fifth resolution clip to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition of unintended shutdown due to fluid intrusion. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as remediated.